Event description:
Customer reported issues with the insulin pump. Customer states that they were trying to do a bolus. The blood glucose reading is 185 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad trace. The insulin pump was received with minor scratched display window, cracked display window and broken reservoir tube lip.